Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted with the helix extension length measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-52292. It was reported that right ventricular (rv) lead was dislodged due to elevated threshold. Twiddlers was noted when the pocket was opened and the right atrial (ra) lead was also tangled. Both leads were explanted and replaced . The patient was stable.

Manufacturer narrative:
Additional information: h3, h6.